Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the e-100 generator had an error. The e-100 generator was power cycled, but the error persisted. The technical support engineer (tse) assisted the customer with checking the communication cable to the e-100 while it was powered off. The customer ensured it was fully seated on both ends. The e-100 powered on and went immediately to red. No self-test led indications were displayed. There was no report of patient injury.intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. The unit was return for failure analysis and the reported failure was replicated. This unit was installed into the printed circuit assembly (pca) patient side cart (psc) test system. At start up the power button led and the e100 bipolar energy led were red. Verification of the event details was performed. Per review, the following was confirmed: a sigmoid colectomy was performed on system (B)(4) on (B)(6) 2022. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the integrated electro surgical unit was replaced to bring the system to an acceptable state. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration dateis not applicable. The product is not implantable.